Event description:
A report was received that the pt's leads are displaying high impedances and the contacts are out. The physician believes that the leads are the problem and plans to replace them. The physician will also check on the ipg during the procedure to ensure it is working properly.